Manufacturer narrative:
This product is not marketed in the u.s. (B)(4). Conclusion code: off-label, unapproved, or contraindicated use: patient age < 21 years (20 years) (B)(4). Device not returned.

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -8.5 diopter, in the patient's left eye on (B)(6) 2017. The lens was exchanged for a shorter lens on (B)(6) 2017 due to excessive vaulting. The problem was resolved. As of the date of MDR submission, the lens has not been returned.

Manufacturer narrative:
Device evaluation: the lens was returned dry in a vial. Visual inspection of the returned product found no visible damage to the lens. There was evidence of clear residue on the lens. (B)(4).